Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's pulse pin was thermally damaged. Additionally, the response buttons were intermittent. The root cause for the damaged pin was unable to be positively identified. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.